Manufacturer narrative:
Serial number = na.

Event description:
It was reported that during a hermorrhoidectomy, the knife has cut through the prolapsed mucosa, but only 3 to approx 4 staples were complete formation. Suturing required to control bleeding, and haemoglobin dropped under 8. Pt received a blood transfusion. Now the pt is still in the hosp.